Event description:
Caller reported an issue with incorrect pump time settings, which was greater than five minutes off. There was no adverse impact to the customer¿s blood glucose level, as values remained within acceptable range. Caller received assistance from cts to update the pump time and was advised to monitor for any recurring discrepancies, understanding and acknowledging the guidance provided.